Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm occurred. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer checked the machine and unable to reproduce the failure reported by customer. The compressor was removed and replaced; the customer did not experience the issues. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.